Event description:
On march 31, 2006, the facility contacted baxter customer service to report a 1550 hemodialysis machine was not removing fluid from a pt. There was no pt injury or medical intervention reported in association to this incident. A baxter field service representative (fsr) went to the facility the same day to evaluate the instrument. The fsr found the tubing inserts to the venous level adjust pump unsecured, one disconnected, and a leak through the pump. Fsr replaced the venous level adjust pump. The fsr then found a leak through the arterial level adjust pump. Fsr replaced the arterial level adjust pump. Fsr then verified that the instrument registered and controlled fluid removal, and found no problems. The fsr then found the incomming pressure, conductivity, and blood leak detector out of calibration. Fsr calibrated all three functions and completed a service call checklist. The instrument was operational and within specifications. No further information is available at this time.